Manufacturer narrative:
E1 phone number +(B)(6) b3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, damaged dso seal. Functional testing found a defective dso sensor. The complaint was confirmed/duplicated. Device shows 41786 error. Primary problem with defective pwa. Replaced dso sensor, dso seal, pwa. Functional and delivery tests performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump has code error 41786. There was unknown patient involvement.